Manufacturer narrative:
(B)(6). Device was requested for return but was unavailable.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4). The result from the meter was 4.5 inr and the customer increased his coumadin dose. The result from the meter was 6.6 inr a few minutes later. The customer went to the laboratory within 2 hours. The result in the laboratory was 5.8 inr. The laboratory method that was used was asked for but not provided. There was no adverse event. The customer's condition was "fine". The customer was told to withhold coumadin for two days. There were no medical treatments based on the high inr results. The customer has had no changes in diet, warfarin, or health. The customer was not anemic, no other blood thinners, no antiphospholipid antibodies, and no lupus. The customer's therapeutic range was 2.5 - 3.5 inr. The date and time in the meter memory were incorrect. The suspect product was requested to be returned for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr; donor 2 inr: 2.9 inr; donor 1 hct: 43%; donor 2 hct: 40%. Results: donor 1: retention meter with masterlot strips: 2.2 inr. Donor 1: customer meter with masterlot strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 2.9 inr. Donor 2: customer meter with masterlot strips: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided that would point to a cause for the result discrepancy. The results alleged by the customer were observed in the meter¿s patient result memory. However, only the 6.6 inr was on the alleged date. The 4.5 inr result was measured the day before. Relevant retention test strips (lot 272164) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.